Event description:
It was reported the patient was no longer able to charge his ipg. As such, the ipg became inoperable, and patient last felt stimulation approximately two years ago. Surgical intervention was undertaken on (B)(6) 2024 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.